Manufacturer narrative:
(B)(4). Date sent 9/26/2024. D4 batch #c9dj73. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a malformed staple was received inside of a plastic jar, and a tyvek along with the sample. In addition, no device and reload were returned for analysis. Additionally, photos were provided and they showed a malformed staple. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the event reported. A manufacturing record evaluation was performed for the finished device lot number c9dj73, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: where was the foreign matter found? Unknown. Did the foreign matter fell into the patient and if so, was it retrieved? No, the foreign matter did not fall into the patient. The surgeon removed the foreign body before using the product. Did retrieval of the foreign matter alter the procedure in any way? No. Are there any photos available? Only the foreign matter will be back to us.

Event description:
It was reported that during a thoracoscopy pneumonectomy, a foreign matter was found. It was used on blood vessel. A foreign matter was removed and was used to complete the case. There were no adverse consequences to the patient. No further information is available.